Event description:
Information received by medtronic indicated that the customer was not able to start used the replacement insulin pump due to extreme mental illness. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Software version 4.11d. Retainer ring = clear. Customer returned insulin pump for alleged cosmetic damage located at unspecified location found on february 28, 2019. The insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked case, battery tube threads - cracked, cracked case (battery tube), label damage(serial number label fading/stained) and cracked retainer. Cosmetic damage was confirmed at various locations. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.